Event description:
It was reported the pt was unable to adjust their stimulation "above 6.35 when it used to go to 10." It was stated, the pt went through a security device at the airport. Additional information has been requested, a f/u report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).